Manufacturer narrative:
H6-the device has been returned to the manufacturer for analysis which is not complete as of the date of this report.

Event description:
The manufacturer's representative reported that the pump was explanted and replaced with a similar device after an implant duration of 58 months due to no pain relief. A dye study was performed-no leaks found in catheter. A roller study was performed; results not reported. The patient reported no hearing any alarms. The pump contained dilaudid-unknown concentration and dose per day. Final patient outcome not reported.